Manufacturer narrative:
(B)(4). The complaint bc6570 flexitrunk infant nasal prongs are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the bc6570 flexitrunk infant nasal prongs were popping off from the nasal tubing about two to three times a day. This was observed during use on a patient.

Manufacturer narrative:
(B)(4). Method: the following devices were returned to fph in (B)(4) for inspection: bc5550 flexitrunk interface infant nasal prongs, bc6060 flexitrunk interface infant nasal prongs, bc6570 flexitrunk interface infant nasal prongs and three bc192 flexitrunk interface infant nasal tubings. All returned devices, with unknown lot numbers, were visually inspected. The dimensions of the nasal prongs and the nasal tubing's midline cannula housing carrier were also measured, as per part's respective drawings. Results: no physical damage was observed to the returned devices. All measurements were also within specifications. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned devices. Fph currently makes 11 different sizes of prongs and recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including sizing information), and also state the following: - "use the sizing guide to choose suitable prongs or mask." - "prongs should fill the nares completely without stretching the skin. Use the biggest possible size." - "choose the correct length of the nasal tubing. Use the shortest length possible." - "connect prongs or mask to nasal tubing ensuring that it is inserted fully." - "if using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the bc6570 flexitrunk intefeace infant nasal prongs were popping off from the nasal tubing about two to three times a day. This was observed during use on a patient.